Event description:
A malfunction on the pump was reported by the caller, identified as displaying malf 1, which recurred after the pump was reset. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support assisted the caller in resetting the pump, and upon recurrence of the malfunction, a replacement pump was sent. The caller was advised to put the pump into storage mode and return it using a pre-paid label within 10 days; the caller opted to use multiple daily injections as backup therapy to ensure insulin delivery remained uninterrupted.